Event description:
A caller reported a tandem mobi cartridge alarm that occurred during the load process of the pump. There was no adverse impact on the customer¿s blood glucose level. The caller followed instructions from technical support to remove the cartridge and deliver a 9-unit bolus, which completed successfully. Technical support then assisted in loading a new cartridge using the correct technique, and the issue was resolved, allowing the caller to resume insulin therapy.